Event description:
It was reported that revision surgery was performed due to osteonecrosis and aseptic loosening of the femoral head. The devices performed well for 18 months, then pain was reported following trauma (bicycle accident). Revision surgery subsequently performed.